Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2025. It was reported that the patient was discharged from the hospital on (B)(6) 2025. At the time of the follow up contact with the patient, the patient was doing okay.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On 05/20/2025, the patient was nauseous and vomiting. Her cgm was reading 393 mg/dl. No bg meter reading was taken at this time. The patient¿s husband took her to the emergency room for evaluation. At the ER, the patient¿s bg meter reading was 600 mg/dl while the cgm was reading 300 mg/dl. The patient¿s sensor was removed, and she was treated with an IV insulin drip. At the time of report, on (B)(6) 2025 (24 hours to date), the patient was still hospitalized and under observation and she continued to have nausea and vomiting. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. At the hospital, the nurse performed another glucose comparison and if was found to fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.